Manufacturer narrative:
Title: indirect inguinal hernia containing portosystemic shunt vessel: a case report source: world j clin cases 2021 january 16; 9(2): 291-520 accepted: november 29, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, postoperative to lichtenstein¿s herniorrhaphy for inguinal hernia containing a portosystemic shunt vessel, the patient developed a groin seroma, which was discovered by palpation. The seroma was treated with ultrasound and removed by puncture on post-operative days 8, 12, 15 and 19 at an outpatient clinic. Article: masahiro yura, kikuo yo, asuka hara, keita hayashi, yuki tajima, yasushi kaneko, hiroto fujisaki, akira hirata, kiminori takano, kumiko hongo, kimiyasu yoneyama, motohito nakagawa 2021 world journal of clinical cases - indirect inguinal hernia containing portosystemic shunt vessel: a case report.